Event description:
It was reported that the atrial lead exhibited high thresholds and decreased sensing. The lead perforated the patient. The patients blood pressure dropped and a pericardial effusion was detected. Pericardiocentesis was performed. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.